Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for two patients. The samples were repeated with negative results. The following data was provided: sid (B)(6), initial result = 0.0551 ug/l repeat result = 0.0109 ug/l (sid (B)(6) repeated x5 ranging results from <0.0100 to 0.0415 ug/l repeated on another instrument result = <0.01 ug/l. Sid (B)(6), initial result = <0.01 ug/l repeat results = <0.01, <0.01, and 0.0244 ug/l repeated on another instrument = <0.01 ug/l. Diagnostic cutoff for customer: women: <0.020 ug/l men: <0.030 ug/l a delay in receiving the second result had no impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module, serial number (B)(6) and found particles in the wash buffer and pretrigger reservoirs. The fsr performed multiple troubleshooting procedures including flushes and replaced the pump, bulk solution transfer. Replacing the pump, bulk solution transfer resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant alinity I stat highly sensitive troponin-I results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any trends associated with the complaint issue. Additionally, review of complaint and trending data associated with the pump, bulk solution transfer did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the pump, bulk solution transfer was identified.

Manufacturer narrative:
Complete information for section a1 patient identifier is sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I stat highly sensitive troponin-I results for two patients. The samples were repeated with negative results. The following data was provided: sid: (B)(6) initial result = 0.0551 ug/l repeat result = 0.0109 ug/l (sid: (B)(6) repeated x5 ranging results from <0.0100 to 0.0415 ug/l repeated on another instrument result = <0.01 ug/l. Sid: (B)(6) initial result = <0.01 ug/l repeat results = <0.01, <0.01, and 0.0244 ug/l repeated on another instrument = <0.01 ug/l. Diagnostic cutoff for customer: women: <0.020 ug/l. Men: <0.030 ug/l a delay in receiving the second result had no impact to patient management.